Manufacturer narrative:
(B)(4).

Event description:
It was reported that the last two or three times the patient had problems after the refill. The "filling ran well", but the patient did not feel good after the application. After the refill an overdose occurred; two times. Immediately after the overdose symptoms were - 80mirkro.gr of naloxon injected, and the patient was coming back in an acceptable "status quo". "The aspirated/ controlled volume from the pump after that happening had a difference from 3 ml, instead 20 ml were 17 ml aspirated". The "control-aspirations during the refill-procedure were made, a four eyes control was made to be sure that the refill could not go subcutaneous; in the pump pocket". It was noted they always used the needles from the manufacturer refill kit. Regarding a dye test and cap test it was noted "the test could be performed without problems. The catheter was consistently". It was assumed that the valve was leaky or damaged. A replacement was done. At the pump explant no anomaly was identified at the connection of pump to the catheter. It was noted there was no harm/injury. It was noted the "patient is right now is feeling well and she's in a good condition". The pump was delivering bupivacain, methadon and fentanyl.

Manufacturer narrative:
Analysis of the pump and pumphead revealed a deformed pump tube. No anomalies were noted on the pump logs. White precipitate was noted on the inside of the inner cover and all in the pump head and on the tube. It was noted there was discoloration and deformity of the pump tube. There was discoloration with in the bellows where the drug was kept after the pump was filled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Catheter: model# 8709, serial# unk, implanted: unk, explanted: unk. (B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).